Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found that the helix had become stretched, which is consistent with explant damage. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement. This lead was successfully replaced and was returned for analysis. No additional adverse patient effects

Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement. This lead was successfully replaced. No additional adverse patient effects.